Event description:
Reporting status: serious injury - required intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2009, the patient underwent a primary angioplasty and received a multi-link vision 3 x 23 mm in the mid lad segment. Five days later, it was reported that the patient had chest pain, and a repeat angiogram revealed that the stented segment of the lad was occluded with thrombus. A suction catheter was used to aspirate the thrombus and a multi-link vision 3 x 28 mm stent was implanted, overlapping the thrombosed 3 x 18 multi-link vision stent, in the same stented segment. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that angina and stent thrombosis, as listed in the vision IFU, are known adverse events associated with coronary stenting procedures. These known patient effects are also addressed in the no-fault risk assessment as potential post-procedure complications. There was no report of any product malfunction identified during the procedure, and the thrombosis was successfully treated with a suction catheter and placement of an add'l vision stent. Although there is no indication of a product quality deficiency, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined.